Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication to indicate of a lot specific product issue. It should be noted that the mitraclip system instructions for use (IFU), states that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, attempting to use the mitraclip on the patient with frail leaflets and small heart likely contributed to the difficulties. All available information was investigated and the reported failure to difficult leaflet grasping, thrombosis, and resistance with the anatomy was likely the result of frail leaflets and a small heart. The reported patient effect of thrombosis is listed in the IFU, as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with grade of 4+. The first clip delivery system (cds) was advanced to the valve; however, the physician could not get a good position due to the small heart, and grasping the leaflets was difficult. At this point, thrombus was noted on the tip of the clip. The clip was not implanted and the cds was removed with the thrombus. Outside the patient anatomy, it was confirmed that the thrombus was completely removed as it remained on the tip of the clip. Fluoroscopy confirmed removal of the thrombus. A second cds was advanced to the valve, but grasping the leaflets was unsuccessful due to the patients anatomy. The clip was not implanted and the cds was removed. The procedure aborted and the mr remained at 4+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.